Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error (open book image) alarm noted during testing due to moisture damage on electronic assembly, motor assembly and force sensor assembly. No blank display noted. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. The customer reported that the anomaly persist after battery change. The customer also had critical pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.